Manufacturer narrative:
During the eval of the device at the MFR¿s service center, an issue with the internal battery was observed. The ventilator's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.